Manufacturer narrative:
(B)(4) . This complaint involves three devices, two devices with "bend" failure and one device with "will not release" failure. All the three complaint devices were received and visually inspected. The devices with bend failure were from same manufacturing lot. Visual observation revealed that the shafts of both the devices are bent near the handle. There were no implants present in both the truespan gun and the trigger did not work as intended. This complaint can be confirmed. This failure can be caused due to exerting excessive force and repetitive twisting action of the truespan gun while inserting the needle pass through the fat pad. During needle insertion per truespan IFU, the malleable graft retractor or slotted cannula should be used to prevent the needle from catching on with the fat pad or damaging the soft tissue. This failure can be attributed to user technique. A DHR review has been conducted on this manufacturing lot and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch number: 1221934-2018-50243.

Event description:
It was reported by the sales rep that two of their true span 24 degree peek devices bent where the shaft meets the handle and another true span 24 degree peek did not fire the first anchor during a meniscus repair. The case was completed with other like devices. The meniscus was not damaged and there were no patient consequences or delays reported. The devices are being returned.